Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. When transseptal access was being obtained the patient became hypotensive. An ultrasound, fluoroscopy and ECG revealed a perforation high in the right atrium. Normalization of coagulation was done to stabilize the patient. There were no performance issues with any abbott device.